Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. Patient's blood glucose at time of incident was 401mg/dl. The customer reported that the infusion set had turned black towards the reservoir side and had insulin flow blocked. The customer treated after set change with bolus. Customer is reporting a past event. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test per dop114-811 as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.